Event description:
A user facility reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow-up phone call, the user facility reported an add'l procedure was performed to rotate the iol. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review, indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested (B)(4) 2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).